Event description:
The below report was received by health authority (reference number: r2303200) on 13-feb-2023. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 689932). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 14-apr-2010, the patient had essure inserted. In june 2010 she experienced menopause ("menopause 2 months after insertion"). Essure was removed on 12-apr-2022. An unknown time later she experienced granuloma annulare ("granuloma annulare"), arthralgia ("joint pain"), temperature intolerance ("excessive intolerance to cold"), fatigue ("intense fatigue") and memory impairment ("memory impairment") and underwent medical device removal (seriousness criterion intervention required). No causality assessment was received for essure with regard to arthralgia, menopause, granuloma annulare, temperature intolerance, fatigue, memory impairment or medical device removal. The reporter commented: a difficult life day by day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 24-feb-2023. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted (lot no. 689932). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced menopause ("menopause 2 months after insertion"). Essure was removed on (B)(6) 2022. An unknown time later she experienced granuloma annulare ("granuloma annulare"), arthralgia ("joint pain"), temperature intolerance ("excessive intolerance to cold"), fatigue ("intense fatigue") and memory impairment ("memory impairment") and underwent medical device removal (seriousness criterion intervention required). No causality assessment was received for essure with regard to arthralgia, menopause, granuloma annulare, temperature intolerance, fatigue, memory impairment or medical device removal. The reporter commented: a difficult life day by day. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74 kg. Lot number: 689932, manufacture date: 2009-11 and expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.